Event description:
(B)(6) 2008 I opted for mentor smooth round high gel breast implants. Though I've struggled with capsular contraction in the left implant since the beginning, it's only now after years of searching for answers for other symptoms and medications to treat these worsening conditions that I realize I'm not alone in the repetition of same complaints among so many others. In 2009 I suffered two miscarriages. In 2015 I began a long struggle with multiple tests for chronic and debilitating constipation. Around the same time I was diagnosed with hashimoto¿s and spent a few years struggling to find the magic dose of synthroid. I certainly can't miss a day of topamax due to not only the impending migraine I'll have, but the week of added brain fog on top of what I already have to worry about. With a family history of alzheimer's and a full hysterectomy in my 20's, I chalked all the "forgetfulness" and worsening memory problems to genetics and hrt. My vision has drastically deteriorated over the past two years and my lower extremities have intermittent circulation and swelling with no seeming cause. I feel I have an odd smell all the time and it makes me feel crazy. The amount of hair I lose in the shower daily is quite alarming. Today I worked outside and sweated in the heat and this now for almost a year slowly creeping unexplained rash that covers my back and torso my "hypochondriac scattered brained" self was told was "probably stress or something" began to burn and itch worse than I've ever felt. Worse than I've ever fought at night trying to sleep through. It sent me to the ER where I was given yet another prescription, this time for steroids. I've previously called this manufacturer and myself and my doctor have provided the records of my physical body signs of rejection to the implants not even these worsening symptoms over the years. We've tried to get answers time and time and time again. Each time only met with the nastiest and rudest responses. Reading the number of reports here I finally don't feel alone though I do feel very robbed. I often struggle to do normal everyday things that a 42-year-old would and I have lost many relationships and sadly a successful business. I wonder all day every day why I can't function like normal people and what's wrong with me. I wonder now if as a middle-aged woman and single mother of an almost 18-year-old daughter that I've missed so much out on, if I'll ever myself back or be able to recover a normal life. And right now I'm terrified that I won't be able to afford to have these implants removed and replaced if I choose to, and I'll continue to slip away into these life threatening conditions. With the number of cases on the same product with the same complaints, why aren't these on a recall list? Why isn't there relief for these patients? This is criminal. Reference report: #mw5120473.

Event description:
Additional information received from reporter on 04-aug-2023 for mw5120472. Dear (B)(6), I¿m normally a very professional individual. However, I request your patience to excuse my unusual communication style today in contacting you. You see, for many years I¿ve desperately tried to navigate life as a businesswoman, healthy woman with the occasional odd health issue and most importantly, mother of a miracle daughter. As life does, the curveballs of messy relationships and divorces, job changes, family woes, multiple identity thefts, and well, a small business nightmare of a pandemic have all contributed to my financial problems that sadly threw my health on the back burner. Even though my odd symptoms continued to creep up and slowed me down more and more, I have convinced myself that I was imagining them, attributed it all to stress and aging, or accepted the reasonable guess at a diagnosis from a local doctor and added a supplement or considered a reasonably affordable prescription if it didn¿t make me sicker. Masking symptoms helped my mind accept my unrealistic answers for the odd conditions I had. However, the one thing I always made sure I did was a trick I¿ve learned by working in healthcare as well as taking care of ill loved ones. Even if I didn¿t agree with their advice or diagnosis, or I knew what the issue was in the back of my mind, I always made sure to see a professional and document my visit. Why? I had reasons I gave myself that day I¿m sure, but in reality, I knew from the day I had my breast implants inserted, I needed to record suspicious symptoms. During the time I miscarried at 5 months not even knowing I was pregnant or was being diagnosed with hashimoto¿s or taking ivermectin for this unexplained parasite or filling ineffective (B)(6) linzess for 8 years for chronic constipation that I spent far too many days of my life in the ER (emergency room) with or going through embarrassingly invasive procedures and tests at uf to determine why I was so backed up my legs would go numb, I was only focusing on the issue at hand. Not the overall picture. And the same is said for my doctors including my plastic surgeon, whom I saw on more regular basis than most of his patients. The capsular contraction and immense pain I experienced with the time frame of surgery and follow up 2 days post-surgery, I had no idea was not normal. As a person whose pain tolerance is dangerously high, I know that when I¿m feeling intolerable pain, it¿s not good and needs to be treated immediately. And it¿s that pain and the discomfort of not being able to lift my left arm, warmth and extreme hardening compared to the right breast that made me feel bad calling the office so frequently they would at times ignore me. So, I began to stop asking for help from my doctor and started researching. I had heard about allergan¿s recalls and looked up as much as I could on my mentor implants. I contacted them. I asked my doctor¿s office to send my records after their first response. Their last response was so dismissive and discouraging I began looking into leaving the country for affordable assistance in southern countries, despite the risks. My body has been developing a worsening and spreading rash for a few months that often itches and burns with nothing that relieves it. Nothing in particular triggers it either. I saw my plastic surgeon last month for my left breast hardening and the severity of it becoming misshapen upon seeing the rash that¿s now covered my back, torso and starting down my legs, he remarked with concern, ¿idiopathic. Stress.¿ this past saturday I spent the day in our local ER (emergency room). That morning this rash suddenly overcame my entire body itching uncontrollably on the outside and an indescribable burn inside. I became dizzy, unable to see well, my breathing labored. I waited several hours for it to ease enough to drive myself to the ER (emergency room) to get some sort of answers. ¿implant toxicity,¿ was what I was told. And I finally stopped lying to myself. The symptoms in the past two days since then have not improved but have changed and worsened. And while I¿ve been waiting for the doctor¿s office to open today with a plan to go in as an emergency removal, (but was instead handed a ¿discounted¿ quote for almost (B)(6) and a ¿special¿ rushed date of (B)(6)) I began researching again on recalls or other information that may have been discovered and I missed or have not received or heard of lately. Which is how I found you. What I¿ve learned is absolutely disgusting and I¿m so confused and angry and after my demanded appointment today with my doctor, extremely helpless. On the FDA¿s complaint portal, complaints submitted for the specific implants I currently have, the information available only goes back to 2016. Why? There are decades of information further back for hundreds of medical devices including other breast implants. I know for a fact I¿ve submitted a complaint earlier than that as well as my physician on my behalf. I have the record of this. Every year from 2016 to present at the very least, 5 women have reported symptoms that are so specific and consistent not only with every other complaint filed on these implants but also every single professional of this subject in the country and their well-researched signs of implant toxicity. How in the hell is this not a crime??? On (B)(6) 2005, this article shares information I¿d like to have more details about the outcome on. The types of health conditions that a company such as the one the letter in the link below is responsible for are life altering if not deadly. They are manufacturing, distributing to medical facilities across the country and profiting immensely on devices that are supposed to improve quality of life for patients seeking care. And our trusted government agency that is in charge of regulating these extremely important matters allows them to continue getting rich despite their blatant noncompliance. Why? I have a million questions and million emotions about everything I¿ve read given the list of challenges I continue to encounter and deal with daily, (below.) I¿ve been trying to push through with the acceptance of ¿that¿s just what life hands us.¿ I don¿t want to be crazy. I don¿t want to be a hypochondriac. I want my life back and I want to feel as if I¿m the normal 42 active female like most. There was a time I¿d go through all the questions and emotions here. But in all honesty, I¿m not the same person I was and still should be. I and every one of these women I have read complaints from deserve that. I¿m tired. I¿ve become one of those women I never could understand, always in pain. (B)(6), I have one other thing I¿ve lost over the last several years: faith. In humanity. In our systems. In people to do the right thing or for the good of our world. To perform their job for more than a paycheck. If it¿s not self-serving or for a monetary gain, I¿ve learned I won¿t be able to count on a department, agency, doctor, friend, family member, anyone, to be accountable and live up to their promises and obligations. Can you please help me? For myself but more for the good of all these other women suffering and the ones that don¿t know yet? (B)(6) 08- implants. Follow up, had to have some in office corrections to left; left implant caused issues for a few years and capsular contraction; (B)(6)- miscarriage; (B)(6)- excessive uterine bleeding then removal; (B)(6)- completed hysterectomy, began hrt (hormone replacement therapy); (B)(6)- constipation (saw crooms and several invasive tests at shands, took linzess and probiotics for years); (B)(6)- dx w/ (diagnosed with) hashimoto¿s (synthroid); gastric parasite (treated with ivermectin); circulation problems in lower extremities; thrush; candida; brain fog and memory loss; migraines (topamax); sudden and rapid decline in vision; vision disturbances daily; sex binding globulin blocking estrogen replacement; worsening rash on trunk and legs; itching and burning at night and now with shower and sweating; skin shed; misshapen, painful and hardening left breast; discoloration and fluid retention in digits and extremities; weakened bones (unexplained broken hand and toe in last 6 months); intense increase in hair loss; weird sense and loss of taste and smell; face discoloration and cystic acne. Reference report: mw5120473. Refer to additional documents in i2k.